Manufacturer narrative:
(B)(4). Expiry date ¿ may 2016. Device history review: device history records (DHR) indicates that lot 6971043 was manufactured at (B)(4) and released to the warehouse on july 10, 2012. DHR records indicate that the product lot was manufactured in accordance with all established requirements. DHR records further indicate that the product lot underwent all specified inspection and test requirement with no non-conformities reported. The product lot was packaged and labeled on june 21, 2012 to indicate an expiration date of may 2016, then underwent vendor sterilization in accordance with specified requirements. Product investigation evaluation: prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The prodisc-c design file was reviewed and it was determined that an update is not warranted at this time. Loosening of the components is listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. Loss of primary and secondary fixation with the harm of loosening is covered the file. The complaint description mentions that the patient was involved in a car accident. The loss of fixation likely occurred due to the excessive force applied to the implant during the accident. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. The design is adequate for the intended use of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed: part 09.820.035s has been received with post manufacturing damage consisting of scratches and deformation on the top and bottom surfaces and the inlay. The damage is consistent with implantation and explanations of the device. The inlay from the field cannot be dimensionally verified because it remains assembled in the inferior plate. Any attempt to remove the inlay from the inferior plate would result with damage and distortion and any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was within specification at the time of manufacture. In regards to the complaint (device migration), there are no related dimensional features which can be associated with the condition; also the machined dimensions cannot be checked on the superior and inferior plates due to the plasma coating. Post plasma coated surfaces will prevent accurate location and could damage the cmm probe tips. The superior and inferior plate machining dimensions are normally inspected 100% using a cmm prior to plasma coating. Therefore, the complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An internal review evaluation was completed on the returned device with results as follows: there is no evidence of device failure or malfunction that warrants further action. There is damage present on the superior endplate and polyethylene inlay, all consistent with tool marks and surgical removal technique. The inferior endplate exhibited evidence of bone remnants. There are signs of impingement on the superior and inferior endplates. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as: (B)(6). Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was in a car wreck on (B)(6) 2014 and the prodisc-c implant at c5-c6 became loosened and advanced forward by 50% and needed to be removed. On (B)(6) 2014, the patient had the prodisc-c implant removed and was revised to an anterior cervical decompression fusion. There was no harm to the patient or delay during the procedure. The procedure was successfully completed. This is report 1 of 1 for (B)(4).